Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor was paired to the freestyle app instead of the ilet system, resulting in no glucose data on the pump and a pairing failure that required initiation of a new sensor session on ilet and the ilet mobile app. Symptoms included no glucose values displayed on the ilet. Outcomes included education on proper pairing workflow, deletion of the freestyle app from the phone, and initiation of a 60-minute warmup on a new sensor to restore cgm data to ilet. Investigation included guided troubleshooting, verification of device pairing behavior, and confirmation of the single-host limitation for the cgm. Investigation of this case revealed that the cgm was connected to an incompatible host configuration, consistent with device use error and expected device behavior that allows only one active host connection for the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to the third-party app rather than the ilet system.